Event description:
During procedure endoscopic multiple clip applier did not correctly deploy. Staples only deployed half way. Clip applier collected and new one delivered to the field and case continued without issue.